Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was "getting warmer than usual" while charging. No temperature alarms occurred. The customer's blood glucose level was 156 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.